Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial pressure alarms occurred during a routine hemodialysis treatment which could not be resolved. Due to the amount of time spent troubleshooting the alarm, the circuit clotted. Rinseback could not be performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The arterial pressure alarms were attributed to issues with the pt's access. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff was notified of the event and will provide additional training regarding troubleshooting of access. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.